Event description:
During an endovenous laser procedure, the physician decided to reposition the sheath while inserting the laser fiber. Before repositioning the sheath, the physician removed the fiber and noticed that the ceramic end of the fiber was broken off. The physician removed the sheath containing the broken fiber. No patient complications were reported.

Manufacturer narrative:
Examination of the returned fiber revealed that the ceramic tip was intact, but the glass core of the fiber was fractured.